Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the product issue began approximately 3 months prior to contacting lfs, at an unspecified time. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿150 mg/dl¿ with the subject meter compared to a result of ¿103 mg/dl¿ with an unspecified meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that he manages his diabetes with a combination of diabetes medication (tradjenta and trizol, 1 pill each per day) and he claimed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. At an unspecified date and time after the alleged product issue, the patient reported that he developed symptoms of ¿eyes became blurry and a blood clot exploded¿. The patient reported visiting his doctor at an unspecified date and time, however no additional treatment or medical intervention were specified. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the correct testing process was being followed. The patient also used an approved sample site to obtain the blood sample. The csr noted that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a quality control test. No replacement meter was sent to the patient as the patient informed the csr that he already had a new meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after continuing to follow his usual diabetes management regimen based on the alleged inaccurate high result obtained with the subject meter.